Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, it was the second occurrence of number ramping when she is attempting to input her carbohydrates. Customer doesn't recall her blood glucose level. The device might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lilp and a cracked reservoir tube window.